Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins). It was reported that their ins is non-functional. It was clarified that the patient¿s ins was exposed to x-ray at the airport and had not been functional since. It was unknown when this exposure occurred. The caller was unable to clarify ¿non-functional.¿ there were no patient complications reported as a result of this event.